Manufacturer narrative:
Additional information: b2, b3, b6, b7, h1, h6 and h10. Correction: b5: upon follow up it was reported the patient did not pass away due to cardiac arrest, the patient experienced peritonitis experienced a breach in aseptic technique which resulted in peritonitis, manifested by cloudy fluid. The breach in aseptic technique was further described as the patient made a mistake. It was reported the patient was hospitalized for one day due to cloudy effluent event, then subsequently discharged. The patient was treated with injection of vancomycin (1 gm, discontinued, route and frequency not reported), injection of amikacin (discontinued, 500 mg intraperitoneal, start dose, then 100mg in bag per day) and injection of imipenem (discontinued, intraperitoneal, 1 gm in one bag per day) for the event. Antibiotic treatment was discontinued after two weeks. At the time of this report, the patient has recovered. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. It was reported that the patient experienced cardiac arrest and subsequently passed away at home. The cause of death was reported as cardiac arrest. It was not reported if an autopsy was performed. It was not reported if the patient was recovered from the peritonitis event. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.